Event description:
It was reported, the camera head showed low image quality. The problem only occurred when white balancing with the light cable plugged in and only between the two connected instruments. The issue did not occur with another camera and the video system center or the subject device with another processor. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: image problem, low image quality, loss of balance of white is caused due to dirt on cable unit, brightness cannot be adjusted properly. In addition, new damages/defects were observed: detachment of cable unit. A device history review - DHR was completed, and no issues were identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head showed low image quality. The problem only occurred when white balancing with the light cable plugged in and only between the two connected instruments. The issue did not occur with another camera and the video system center or the subject device with another processor. There was no patient impact, no harm reported due to the event.